Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, difficulty was encountered while inserting the steerable guide catheter (sgc) into the femoral vein. The tip of the guidewire was noted to be bent. The guidewire was subsequently withdrawn slightly within the vessel, after which it returned to its normal configuration. It was then advanced without further resistance. The procedure proceeded without complications and was completed successfully. The mr was reduced to grade 1 post procedure. During emergence from anesthesia, abdominal firmness was observed. A computed tomography (CT) scan demonstrated hemorrhage originating from both the femoral vein and femoral artery. Surgical procedure was used to treat hemorrhage. There was no clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult insertion into anatomy or deformed sgc tip. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult insertion could not be conclusively determined. The reported deformed sgc tip appears to be a cascading event of the difficult insertion. The reported hemorrhage appears to be a cascading event of the difficult insertion, per case details. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.